Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (haemorrhage).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stroke). Conclusion: known inherent risk of procedure (stroke).

Event description:
It was reported that approximately 26 months post index procedure the patient suffered a cerebrovascular accident (cva). Patient was treated with endarterectomy and recovered. Investigator indicated that event is not related to study device or procedure.

Event description:
During index procedure there were two endeavor sprint stents implanted in the lad. During a staged procedure one month later two stents were implanted, one in the rca and one in the 1st diag. Approximately 8.5 months post index procedure it is reported the patient suffered a gastrointestinal bleed, melena. Investigator indicated that the event was not related to the device.

Manufacturer narrative:
Results: cva/stroke. Conclusions: cva/stroke. (B)(4).

Event description:
Date of previously reported cva approximately 26 months post index procedure was confirmed as 23rd march 2014. Approximately 27 months post index procedure the patient suffered another cva. The patient recovered. Investigator assessed the event to be unrelated to the study device.